Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was difficult read due to scratches, insulin pump had unresponsive as well as sticky buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that insulin pump had unexplained no delivery alarm. During the prime and rewind process, insulin pump made unusual or grinding noises, that sound different than before. Customer had to prime the insulin pump more than once. The insulin pump will not be returned for analysis.